Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of the same refernece-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received one open and unused sample with the needle detached from the thread. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that the open sample received does not fulfill the OEM requirments. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). When the package of product was opened, the strand was released.